Manufacturer narrative:
The reason for this revision surgery was reported as the glenosphere head dissociated from the baseplate. The in-vivo length of patient service for the implant was 2.1 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. The complaint states the patient glenosphere head dissociated from the baseplate. The event is more likely the result of the dislocation of the liner and the head. The two components are juxtaposed but neither is integral to the other that would allow for a possible disassociation. This event is deemed as non-product related. The root cause for the dislocation was not reported. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the glenosphere head dissociating from the baseplate. The surgeon removed and exchanged out the liner and the head.

Manufacturer narrative:
Correcting the wording of the root cause that was reported in follow-up#1 in the manufacturer narrative. Follow-up #1 was filed on 10 apr 2017. The root cause for this event was patient dissociation of the shoulder head and baseplate. Possible causes may include trauma or failure to follow the surgical technique. The complaint report does not mention the retaining screw that is supplied with the glenoid head. Surgical debris in the taper can prevent taper lock. This condition, combined with failure to secure the head with the retaining screw could lead to dissociation. The scope of this investigation is limited without having the explanted parts available to (B)(4) for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.